Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.insulation damage was noted at 30.5-31.5cm from the connector pin consistent with clavicle crush damage. The etfe coating was damaged at this location. This is consistent with the observation from the field of noise and decreased pacing lead impedance.

Event description:
It was reported that patient received inappropriate shock due to atrial fibrillation. Lead noise was observed after the shock, which was oversensed and the patient received another shocked due to the noise. The pacing lead impedance was seen to gradually decreased. The lead was replaced. The lead damage was observed.